Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was unable to be interrogated using a communicator and once it was interrogated, the remote communicator displayed a red call doctor icon. The patient stated that previously they had their device checked and review of latitude data indicates tachy therapy was turned off at the time. Ts referred the patient to their clinic for further examination. Additional information from the field indicates that this implantable cardioverter defibrillator (ICD) system had oversensing of noisy signals for its right ventricular (rv) lead. Subsequently the device had its settings reprogrammed, with the patients ejection fraction improving as a result. This device remains in service. No additional adverse patient effects were reported.